Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported (B)(6) 2008, the patient performed spine fusion surgery on the lumbar region from l5-s1 using rhbmp-2 and collagen sponge from a posterior approach. The rhbmp-2 collagen sponge was placed outside a cage. Post revision surgery, patient's symptoms soon returned, including right-sided low back pain, hip pain, thigh pain, and numbness and tingling in both legs and feet. Patient continued to experience constant and extreme lower back pain, pain radiating to her tailbone, around her waist and up to the middle of her back, and numbness in her right hip. She could not stand straight due to extreme pain, or stand for extended periods of time, and required periodic use of a cane and walker to assist in ambulation. These serious injuries prevented patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery at l5-s1 in which rhbmp-2/acs was used.